Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured during a total knee arthroplasty. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. An articular surface insertion instrument was returned for evaluation. Visual evaluation exhibits signs of repeated use (wear and discoloration) and tip fractured. Sem analysis relayed that the inserter has signs of wear & numerous scratches, suggesting the instrument was heavily used for some time. The distal hook fractured off. The inserter¿s distal retaining hook fracture surface artifacts suggest a possible bending overload fracture. DHR was reviewed and no discrepancies were found. The device was used successfully in multiple surgeries for approximately 13 years. Long field age and normal use is the cause of the fracture. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.